Event description:
Generator remains active (rf energy delivered) when device activation button is released. Device button does not appear to be sticking. Issue occurs with activation of both cut and coag modes. The generator had to be turned off in order to suspend rf energy delivery. No patient impact or injury.

Manufacturer narrative:
Method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. Conclusion: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.